Event description:
It was reported the patient was feeling heating at the ipg site during charging. It was reported this issue had happened a few times. The patient also reported feeling shocks at the pocket site, but only when he leans up against metal. Interrogation of the system identified two contacts with low impedance. The physician instructed the patient to avoid leaning against metal and no intervention was planned at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.